Event description:
This lead was explanted due to a possible lead fracture and replaced.

Manufacturer narrative:
The performance of the lead was scrutinized. The selox lead was found dissected at approximately 11.5 cm distal to the is-1 connector pin. Both parts of the lead were returned for analysis. The analysis showed a damaged insulation and a deformed inner and outer coil at approximately 20 cm distal to the is-1 connector pin. In that section the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages of the lead resulted most likely from the explantation procedure. The analysis of the lead fragments did not reveal any sign of a material or manufacturing problem.